Manufacturer narrative:
H3: the electromagnetic (em) controller (product: 9735824, lot: 603002794) was returned to the manufacturer for analysis. The em con troller was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the defective em controller. A1102 was coded for the localizer error. A0709 was coded for the patient tracker and tracer not recognized anymore after the localizer error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that a localizer error occurred. During patient tracing registration in electromagnetic (em) mode, the patient tracker and tracer were initially recognized but then lost recognition, resulting in a localizer error. Despite several reboots, the error persisted, leading the surgeon to proceed without navigation and imaging. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Troubleshooting conducted the following day showed that the system initially worked with the same patient images and tracker, but after approximately 45 minutes, the localizer error reappeared intermittently before becoming consistently erroneous. The probable cause was identified as a defective em controller.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and the electromagnetic controller was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.